Event description:
It was reported that during a drug eluting stenting treatment procedure, an acute thrombosis occurred. The pt was given angiomax pre-procedure. The physician successfully direct stented a taxus express2 - 2.50 x 16 mm stent in the mid right coronary artery (rca). Post-dilation was not performed. It was noted that plavix was administered mid-procedure and no heparin or 2b3a inhibitors were given. One hour and thirty minutes post-procedure, the pt was brought back to the cath lab. It was determined that the pt had an acute thrombosis in the taxus stent. The physician successfully used a maverick 2.5 x 15 mm balloon to re-establish flow. Integrilin was administered and the pt was released from the cath lab. No additional intervention was noted. Pt status is reported as "satisfactory/good."